Event description:
It was reported that the patient had the inflatable penile prosthesis removed as the reservoir would not stay in place due to a patient hernia. A new ambicor penile prosthesis was implanted. No patient complications were reported.